Event description:
It was reported that the pump battery was depleting quickly. The customer¿s blood glucose was 120 (mg/dl). Customer declined troubleshooting with tandem technical support to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.